Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot#: va0nsh2, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was experiencing shocking pain at the lead site and a return of symptoms. The patient was bending over vomiting profusely and when they stood up, they started having severe shocking pain at the lead site. Their doctor performed a/p and lateral x-rays which revealed lead migration. The lead was removed and replaced on (B)(6) 2020. The issue and pain were resolved at the time of the report. No further complications were reported at this time.